Event description:
A doctor of ophthalmology reported a shunt touched the iris of a patient for one week following the glaucoma filtration device implant surgery. There was no known patient harm. The device remains implanted. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. No further information is expected. (B)(4).